Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a bilateral venous closure of the right and left common femoral veins (rcfv) lcfv) using 6 prostyle device in total after an atrial fibrillation ablation interventional procedure using a 7f sheath at the rcfv, and a 9f at the lcfv. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) with two prostyle devices on the rcfv. A new prostyle device was used to achieve hemostasis. Additionally, two prostyle devices were used on the lcfv, however; the same issue occurred with both prostyle devices on the lcfv. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.